Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had an image failure. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During functional testing, there was no image loss, but device showed a noisy image due to corrosion on the electrical connector. In addition, the scope ID was not displayed on the monitor due to corrosion on the scope ID cable. Visual examination showed the following additional components were corroded due to water leakage: the control unit; the image guide cover; the image guide holder; the scope connector; the plate; and the ultrasonic connector. Visual examination also showed the acoustic lens was damaged, the cover glass was stained, and the universal cord was deformed. Functional testing showed the device failed leak testing due to denting at the distal end. The device failed insulation resistance testing due to damage on the condenser unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 'other'. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined as the reported issue of 'no image' was unable to be reproduced. Olympus will continue to monitor field performance for this device.